Manufacturer narrative:
Investigation conclusion: the reported complaint of a communication error was confirmed during a review of the logs. During initial testing, attempts to power up the device failed. The investigation identified a failing pcu logic board which prevented the pcu from powering up. The customer¿s pcu was disassembled and the compact flash card was removed and installed in a known good lab replacement logic board. The known good logic board was then reinstalled in the unit. The device was then plugged in and powering up of the device was successful. The customer pcu keypad was removed and tested which found soft keys 1-10 were non-responsive. Log results identified several communication error code 600.6835.5 (log only which does not halt the system), associated to network settings not being configured on the device. Device inspection: the pcu was received with instrument seal intact. Dull iui connector contact pins were observed on device. Dried fluid ingress on the lower front of the rear case as well behind the rear of the lower front right of the keypad was observed. No other issues or anomalies were found with the pcu. Root cause analysis: the root cause of the customer¿s complaint related to a communication error is believed to be the result of a network error related to the device network settings not being configured. Device history review: review of the pcu service history record showed the device had a manufacture date of 21feb2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 23nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a communication error occurred. The device alarmed for no apparent reason. Although requested, additional information was not received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a communication error occurred. The device alarmed for no apparent reason. Although requested, additional information was not received.